Event description:
A nurse reported that during cataract surgery, the system would not prime. They exchanged the system and the surgery was completed. There was no pt harm.

Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The solenoid spacer was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).